Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle free IV connector leaked and sprayed solution towards the patient (contact with the patient is unknown). This occurred during patient infusion of an unknown solution and after the line was flushed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.